Event description:
It was reported that on (B)(6) 2021, the patient experienced pericardial effusion. There were no signs of tamponade. The patient had an operation. The relationship between pericardial effusion and this product is low, but it could not be denied.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 12sep2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(4), and the reported pericardial effusion could not conclusively be established through this evaluation. The patient remains ongoing on the heartmate 3 left ventricular assistant device, serial number (B)(4). No product available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.